Event description:
The customer stated that the vent head assembly of a cell-dyn sapphire was sporadically shooting fluid into the air while running pt samples. The customer looked inside the instrument to observe the action of the vent head assembly. Fluid did not come into contact with the customer and no injury was reported. The customer also observed the aspiration probe was dispensing into the washcone instead of the dilution cup causing results to be zero.

Manufacturer narrative:
The customer removed the vent head assembly and saw no evidence of damage to the vent head assembly or the aspiration probe. The customer cycled power but this did stop fluid from shooting out of the vent head assembly. The customer also autocleaned 3 times but the instrument still sporadically produced results of zero and short sample errors. A field service rep (fsr) was dispatched and replaced the manifold valve assembly, containing 8 solenoid valves, because the retic reagent was not filling. The fsr also replaced, as a precaution, a circuit board, which controls the solenoid valves, and a pressure sensor in the aspiration tubing. The vent head was verified to be aligned properly. Labeling: the cell-dyn sapphire system operator's manual (08h10-01, rev d) in section 8, outlines hazards and responses to hazards. Page 8-2 outlines the operator responsibility. Pages 8-5 through 8-10 discusses biological, chemical and physical hazards. The operator should wear gloves, lab coats and protective eyewear when handling human-sourced materials, reagents or working around the instrument when it is operating. The text does not describe how the operator looked inside the instrument to observe the action of the vent head assembly. When the vent head assembly is aspirating, it is not visible because of the processor cover. The processor cover is locked and the locked status indicator is on when the instrument is in active use [open or closed mode]. The processor cover is not intended to be removed by the operator during routine operation. When the cover is removed during maintenance procedures, the system is unable to process samples. (P 1-14) the sensor of the processor cover has to be deliberately inactivated for the instrument to operate without the processor cover. The vent head assembly can be viewed, when the vent head assembly has moved backwards and is dispensing by opening the right hand door. The instrument will continue to operate while the door is open but the viewer cannot get close to the vent head because of the processor cover. Pages 8-10, 8-11 cautions against overriding safety devices or allowing the body to enter the region of movement while the instrument is operating. A review of complaints from april 2007 through january 2008 did not identify any adverse trends for this issue. This is the final report. End of report.